Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
About 6 months ago the recipient started experiencing a lack of hearing with the device. The recipient's family reported that the recipient had a trauma in the implant region. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a migration of the active electrode out of the cochlea. Reportedly the recipient suffered from a head trauma, which might have contributed to the reported migration. The concerned device was not received for investigation yet.

Event description:
About 6 months ago the recipient started experiencing a lack of hearing with the device. The recipient's family reported that the recipient had a trauma in the implant region. The recipient has been re-implanted with a new device.

Event description:
The recipient started experiencing a lack of hearing with the device. The recipient had a trauma in the implant region. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a migration of the active electrode out of the cochlea. Reportedly, the recipient suffered from a head trauma, which might have contributed to the reported migration. This is a final report.